Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the usb cable became hot to touch during charging using a third party usb hub and damaged the usb port. Reportedly, customer sustained a "mild burn". The customer¿s blood glucose level was 140 mg/dl. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.